Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide included in the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set unraveled in a (B)(6) male patient and required retrieval. After wire placement in the right femoral vein, the physician found that the core of the wire had broken while attempting to place the catheter into the patient. The wire was unable to be withdrawn. As a result, a cardiac surgery physician was called to assist in removal of the wire. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. No unintended section of the wire remained in the body of the patient. Additional information regarding event details has been requested, but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation (B)(6) hospital (taiwan) informed cook on (B)(6) 2022 of an incident that occurred on 21feb2022 involving a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (rpn: c-utlm-701j-rsc-abrm-hc-rd, lot: 14247779). It was reported that after the wire was placed, as the physician placed the catheter into the patient, it was noticed the wire had no support and could not be withdrawn. As a result, an additional physician was called to assist in the removal of the wire. The complainant hasn't reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used device was received, along with 7 sealed sets. The wire was unraveled and elongated. Two sections of the wire were held together with the coil. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and related sub-assembly lots revealed no relevant non-conformances. A database search identified one other event associated with the reported device lot from the same customer for a similar complaint. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use (IFU) c_t_ctulmabrmau_rev7 supplied with the complaint lot were reviewed for information related to reported failure mode. Per the IFU: ¿instructions for use¿ 4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle¿ if resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. 5. While maintaining wire guide position, withdraw needle and safe-t-j wire guide straightener. 6. Enlarge puncture site with a number 11 scalpel blade, if required. If dilation is required, dilator can be advanced over wire guide and removed prior to insertion of central venous catheter¿ 7. ¿ note: the spectrum glide catheters with ez-pass hydrophilic coating ay be wetted with sterile water or saline prior to insertion to activate the coating. 8. Introduce he central venous catheter over wire guide. While maintaining wire guide position, advance catheter into vessel with a gentle twisting motion¿¿ how supplied ¿ upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, inspection of the returned device, and the results of the investigation, cook concluded the cause of event is component failure unrelated to manufacturing or design deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 07apr2022. The wire was not manipulated/withdrawn though a needle at any point. There was no resistance when inserting the wire guide. A surgery to retrieve the fragment was completed by the physician with the assistance of a cardiovascular surgeon (cvs).

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.